Event description:
According to the reporter, during testing, the device did not alarm. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿device did not alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. Component (u14) was found to be dislodged. As u14 is the part of buzzer circuit it is considered to be the root cause of the issue. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.